Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 965 mg/dl while wearing the pod for an unspecified duration. Symptoms reported include nausea, dizziness, and vomiting. There were no additional details provided regarding treatment. The patient was released the following day on (B)(6) 2026. Good faith attempts have been made to retrieve additional information but have been unsuccessful.